Manufacturer narrative:
(B)(4). There are two possible devices involved in the event as follows: gynecare gynemesh product code - gpsl, batch tcb139. Tension free vaginal tape product code - 810081, batch 1189156.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information:there are two possible devices involved in the event as follows: prolene mesh - (B)(4), tension free vaginal tape - (B)(4). The medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
(B)(4). There are two possible devices involved in the event as follows: gynecare gynemesh: product code gpsl, batch tcb139. Tension free vaginal tape: product code - ni, batch 1189156. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure for pelvic organ prolapse on (B)(6) 2004. During the procedure, mesh, a sling, and an apogee stem with intepro lite were implanted. The patient experienced a pelvic infection, erosion of the mesh, inflammation, nerve damage, migration, autoimmune disease development, and multiple surgeries to remove mesh. The patient had a second procedure in 2008 during which apogee stem with intepro lite was used. The mesh was explanted on (B)(6) 2010. The event did not abate after explantation.